Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'intermittently power off' which was verified through a review of the event history log and reproduced during evaluation. The cause was determined during visual inspection to be a side power adaptor has bend pin that cause locking mechanism to not lock the alternating current power adaptor after plug in. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off intermittently during testing at the biomed service department. There was no patient involvement. No additional information is available.